Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggest component code - mechanical (04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review noted on exam instability measuring in full extension little or less than 5mm and at 90 degrees moderate less than 5mm. 2-10 degrees valgus, bilateral tka, rom 110, moderate knee pain, feels like knee with suddenly give way, moderate difficulties with adl¿s, no abnormalities noted on xray. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: articular surface fixed bearing constrained posterior stabilized (cps) catalog # 42512600510 lot # 64982998. Tibia stemmed catalog # 42532006401 lot # 64979365. Unk cement catalog # unk lot # unk. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain, instability, and moderate difficulties with activity of daily living approximately two years post implantation. Attempts to obtain additional information have been made; however, no more is available.